Event description:
It was reported that the pump exhibited a motor failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked right plunger and bottom case. The tamper seal was not broken. Review of the event history log (ehl) showed "motor rate error". An occlusion test and visual inspection were performed as part of the functional test and the reported issue was not duplicated. The motor pin was found to spin smoothly. The stepper motor was replaced as a preventative action. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.